Event description:
Propofol was being administered through a baxter pump for a general anesthetic. After approximately 2 hours of the pump running, an alarm went off that stated the drip needed to be changed as it had emptied. Upon assessment, the tubing was clamped above the baxter pump and no propofol had been administered to the patient. The upstream occlusion alarm was never activated.